Manufacturer narrative:
(B)(4). Results: damaged closure trigger. The analysis found that one device was returned with the clamping mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the closure link pin was noted to be missing, therefore the closure link was not engaged with the closing trigger. While no conclusion could be reached as to how the closure link pin was missing it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during an unknown procedure, the jaw of the device could not close at the first firing. There was something in the device that fell off. The broken piece was still in the device, and you can hear it when shaking the device. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient.